Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope experienced wire fracture in the forceps elevator. The issue was found during inspection for use prior to patient being in the room. There were no reports of patient involvement.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. D9: additional information. H2: additional information, correction. H3: additional information. This report was sent in error as wire fracture in the forceps elevator, would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.